Event description:
It was reported that the customer received a no delivery alarm on his or her insulin pump while priming. More resistance than usual was reported during a manual prime with the plunger. A change of set resolved the issue, which could have been caused by an occlusion or connection issue having to do with the infusion set and/or the reservoir. The customer's blood glucose was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).